Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was over 500 mg/dl. Troubleshooting was performed. The programming on the insulin pump appeared to be correct. Ran a fixed prime and high pressure test and the device passed the tests. It was also reported that the customer had bent cannulas in the past and the device alarmed no delivery as it supposed to. No further info was provided.